Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced poor near vision cannot see near with both eyes severely blurry cannot function. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was refraction showed +3.0 d add for near. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Company model lens was replaced with a monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patients vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).